Manufacturer narrative:
The lens remains implanted and therefore not explanted. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) it was noticed that the lens only had one haptic. Reportedly, they needed iris retractors because instead of the case only taking 12 minutes to complete it took 45 minutes to complete. The patient's eye was dilated and the retractors helped with the procedure so they did not have to remove and replace the lens. The lens remains implanted. The patient was reported doing fine with vision 20/20. No further information was provided.